Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: thrombosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that a promus stent was placed in the pt and post dilated with another company's balloon catheter. The pt was presented at a later date with stent thrombosis, diagnosed by angiography, which was treated by placing another promus stent inside the original stent. It was noted that the thrombosis was possibly due to an edge dissection. No additional event or pt info is available. You are receiving this MDR reported abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident info. Dissection and thrombosis, as listed in the promus IFU are known adverse events associated with coronary stenting. Dissection can be influenced by several factors. It should be noted that the IFU also states, "implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention." In this case, it is possible that the thrombosis is a secondary effect of the dissection. However, a conclusive root cause for the reported pt effect, and the relationship to the device, if any, cannot be determined.